Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pericardial effusion occurred and 400ml dark red blood was drawn upon tapping the patient. It was reported that after completion of cti (cavotricuspid isthmus ablation) and pvi (pulmonary vein isolation) during post op, patient complained of chest pain and effusion was discovered in echocardiography. Patient was tapped by physician at cath lab and 400ml dark red blood was drawn. During the procedure, yellow liquid was drawn back from the heart in right atrium through the sheath. Catheter was rotated and was able to draw back blood. No effusion was located around right atrium and right ventricle. Rosen wire and farawave catheter was also used during the procedure. The patient was taken to intensive care unit (ICU) and expected to recover fully.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Pericardial effusion occurred and 400ml dark red blood was drawn upon tapping the patient. It was reported that after completion of cti (cavotricuspid isthmus ablation) and pvi (pulmonary vein isolation) during post op, patient complained of chest pain and effusion was discovered in echocardiography. Patient was tapped by physician at cath lab and 400ml dark red blood was drawn. During the procedure, yellow liquid was drawn back from the heart in right atrium through the sheath. Catheter was rotated and was able to draw back blood. No effusion was located around right atrium and right ventricle. Rosen wire and farawave catheter was also used during the procedure. The patient was taken to intensive care unit (ICU) and expected to recover fully. It was further reported that fixed versacross kit was used. It was further reported that the facility is getting a window in the operating room. Physician stated that he is rarely confident this effusion occurred during the transseptal or just before the transeptal. No significant effusion in the right ventricular. Nothing in the left ventricular or left atrium. Heavy effusion at the right atrium. It was further reported the last status of the patient was stable. The pericardial effusion was located at right atrium.